Event description:
39 wk gestation. Vaginal vacuum extraction at 0209. Apgars 6 at 1 min & 7 at 5 mins. Infant started on oxygen due to mottling and low o2 saturation - 89%. Baby exhibited seizure activity six hrs post delivery. This was described as tonic-clonic movements of the extremities.